Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The anesthesia control board was replaced. No report of patient involvement.

Event description:
The hospital reported the unit indicated system malfunction on the screen. There was no report of patient involvement.